Manufacturer narrative:
Taper ii. Medwatch sent to the FDA on 18/jul/2018. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. The access port was separated from the lap-band at the band tubing, approximately 0.75 inches past the port tubing ss connector. Needle marks were noted on the port septum and scratches were observed on the port housing. Several non-penetrating nicks/marks with brown particles were noted on the band ring and belt. The band buckle was noted to be partially separated. An air leak test was performed and no leakage was observed. A fill inspection test was performed and no blockage was observed. Both ends of the partial separation on the buckle were noted to have a striated origination point, consistent with damage from a surgical tool. The end of the band tubing were noted to have striated edges, consistent with damage from a surgical tool. Device labeling addresses the reported event as follows: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Slippage and/or pouch dilatation of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "prolapse of lap-band." The device was removed.